Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up response received indicated the patient was seen by healthcare professional, stress test and sleep study was performed. No rv lead issues were noted and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during generator change physician indicated "the lead was going bad." The rv lead remains in use. No patient complications have been reported as a result of this event.